Event description:
It was reported that the colonovideoscope had scope communication error - e216.the event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error along with static image. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported malfunction e216 scope communication error as well as for additional malfunction b30 scope communication error and static image was leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.